Event description:
The patient stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated he was trying to fix an air bubble concern by removing the cartridge rather than priming the bubbles out as recommended. He stated a full cartridge of insulin spilled into the cartridge chamber. During troubleshooting with a company representative, the proper insertion and removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.